Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer was not able to load a cartridge. Reportedly, the customer did not perform the air removal step during the load process. Customer reloaded the cartridge to resolve the issue.